Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient received a right total hip replacement on (B)(6), 2013 with mismatched implants. Patient claims she sustained injuries and damages as a result of implant mismatch.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.